Manufacturer narrative:
Medfusion - investigation: customer reported problem: pump was just in on RMA # (B)(4) (B)(6) 2016, not charging or system failure. Tamper seal removed / broken: no. Physical condition of the device good but in dirty condition. Results of pump event history log review: battery not working. Evaluation tests or methods used to duplicate / replicate the reported problems: power up process. Reported problem duplicated / replicated: battery not working was found during power up process. What caused the reported (primary) problem: battery defective, battery was less than 3 years old (manufacturing date on battery nov-2014). Who caused the reported problem: unable to determine. Actions / repairs done to correct the reported (primary) problem: replaced battery. Performed power up process and all functional tests which passed. Primary f-code: (B)(4); repair summary: cleaned and greased pump. Device passed functional / delivery tests: yes. Incoming software app: (B)(4) outgoing software app: (B)(4).

Event description:
It was reported that during use of a medfusion® 3500 syringe pump battery not charging or system failure.